Event description:
Contact lenses purchased without prescription over the internet from hubble contact lenses (https://www.hubblecontacts.com/). Patient purchased daily disposable contact lenses and wore continuously for 30 days and then replaced. Slept in lenses for 30 days and then replaced. Original contact lens prescription was 10 years ago from a chain store provider and not for this brand. Patient noticed a gray spot on right eye and irritation. Patient self treated with mother's polytrim eye drops without significant improvement examination revealed considerable neovascularization of both corneas and resolving corneal ulcers in both eyes.